Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A cusa excel8 was being used during a "clinical evaluation" (surgery) of the liver. The device was checked by the integra lifesciences sales representative before it was bought into the theatre. The console switched on normally without any alarm. Ten minutes after the surgeon began to use it, he noted that the hold piece was overheating more and more. A burn smell came from the console and the plastic extremity of the hand piece had melted on the tip. The surgeon stopped using the console and checked the water system but found wrong and there was no alarm. When trying to turn the unit back on the console would not switch on as usual. Finally, the surgeon used their old system to finish the surgery. The surgery was delayed for one hour and the patient did not incur any injury. The outcome of the surgery was - recovered.